Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead in association with the competitor's device exhibited oversensing. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this lead has been surgically removed but not yet returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information would become available, this report will be further evaluated and updated.